Manufacturer narrative:
The lens was returned inside a blue self-sealing pouch. Viscoelastic was dried on the lens. The lens was cleaned with klrp to further evaluate. No damage was observed to the lens. The power and optic resolution were verified by an engineering tech. The lens met specification for power and resolution. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens was returned and further evaluated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and optic resolution were verified by an engineering tech. The lens met specification for power and resolution. Information was provided that the non-toric company 20.0 diopter lens was exchanged for a non- company, 19.5 diopter toric lens model. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced cloudy and hazy vision. Clinical reason being mentioned as mechanical defect of iol. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information has been provided in b.5., a2., a3.a., b.5., b.6., b.7., h.6., and d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has received and it states patient also had glare and the lens was exchanged with non company lens. There was no impact to the patient.